Event description:
It was reported that the patient was admitted through the emergency department and was found to be in heart block with no right ventricular (rv) lead capture. The outputs were turned up to max outputs, but only intermittent capture was noted. It was further reported that rv lead thresholds were unstable and a perforation occurred. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.